Event description:
It was reported patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the left ventricular (lv) lead exhibited failure to capture. The lv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.